Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's pain was really bad right now, and the patient's programmer and recharger weren't working. It took a very long time to charge, and they noted that "it" was burning. The patient didn't know if the recharger antenna or the ins was becoming hot and burning and they were going to visit their healthcare provider this week regarding that issue. The connector pin had broken off the desktop charger so they could not charge the recharger either. They noticed that the connector pin had been loosening for a while and now the connector pin broke off from the cord. The patient confirmed that the ins was supposed to help with their pain, but it wasn't helping right now because the patient couldn't charge. They tried to use the programmer with the antenna during the call and received the "poor communication" screen. They tried to use the recharger, but the screen wouldn't turn on and the patient couldn't plug in the desktop charger due to the broken connector pin. The issue was not resolved. A replacement desktop charger and a rechar ger antenna were requested. It was reviewed that the patient should follow up with their healthcare provider to check on the ins if they still couldn't connect/charge with the replacement antenna.

Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.